Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device returned.

Event description:
During a knee procedure, the metal part of the blade was found in the patient joint. Another like device was used to complete the procedure. No patient consequence. Additional information 4-25-2016: was the fragment removed: yes; did this issue extend the procedure time greater than 30 minutes: no.

Manufacturer narrative:
The complaint device was received and forwarded to (B)(4) engineer for evaluation. Visual observation of the complaint device reveals no anomalies to the outer shaft. When the inner shaft was examined, no anomalies were detected as well. The reported condition could not be confirmed. Typically, metal shavings are produced by excessive friction between the inner and outer shaft usually due to the device hitting a hard surface. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).